Event description:
The complainant alleged that while pacing a pt (age and gender unk), the device did not supply a pacer output. The complainant did not indicate if there was an adverse effect to the pt as a result of the reported malfunction.